Manufacturer narrative:
The tandem t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was interacting with the pump, and accidentally delivered a bolus of 10 units. Reportedly, prior to the bolus delivery, the customer's blood glucose (bg) level was 293 mg/dl, as the customer usually experienced elevated bg levels during the night. Tandem technical support reviewed the pump bolus history and verified that the bolus had been delivered. At the time of the reported event, the contact reported that customer's bg level was 102.4 mg/dl. During a follow-up call, the contact reported customer's bg level was 99 mg/dl, and the customer consumed crackers and a sports drink to ensure bg levels remain stable. Tandem technical support educated the contact on the feature-lock feature of the pump, and although requested, the contact declined further-follow up.